Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient experienced high blood glucose all day (500 mg/dl). He even tried treating high blood glucose however the level remained high with vomiting for 2 or 3 minutes and high ketone levels. Subsequently, the patient was hospitalized and he was using the insulin pump system within 48 hours of reporting the event. The infusion set was removed from his body and found that the cannula had remained in his body, it was found bent. The patient was hospitalized for 3 days. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.